Event description:
New information reported that the lead was replaced on (B)(6) 2018.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead exhibited loss of capture. It was discovered that the lead had dislodged. The lead was replaced with no further incident or complication. No further information was available.